Manufacturer narrative:
Display housing (possibly broken after a fall) defective, file clip cable (strain relief torn) defective, mainboard (display connection possibly broken after a fall) defective, delivered without power supply unit.

Event description:
In this event it was reported that a raypex 6 apex locator gave incorrect measurements; no injury occurred.